Event description:
The facility reported a failure code 810:11 during pt use. Although attempts were made by baxter, details were not provided regarding additional contact info, pt demographics, medication involved, or device programming. The hosp rep stated they have no record of any pt incident involving this pump since the last baxter service event.